Event description:
The glass lid from the aer broke, the nurse received a minor laceration.

Manufacturer narrative:
The nurse was treated and released, no stitches required. (B)(4), unexpected breakage.